Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that screws backed out from the plate could be confirmed with the help of x-rays provided by the healthcare facility. Based on investigation, the root cause of the determined event was attributed to a user/patient related issue. The back out and damages of the screws were caused by overloading in an unstable fracture constellation. Clinical assessment: ¿in the given case, the surgeon has used an axsos left lateral proximal plate on the right medial side, whereby it has been assumedly intraoperatively shaped to fit to the different anatomical site. But, from a clinical point of view, such a measure and the surgical procedure have to be estimated as absolutely correct. [¿] it is absolutely normal and well known to an expert user that in the case of a deficient medial pillar a plate and the respective screws are not suitable to stabilize a bone for a longer time and will break by all means in the case of long term overloading. In the given case, there is no particular information on the patient, her age, her weight, her mental condition, and the postoperative weight bearing instructions, but the breakage of all proximal screws and the massive collapse of the medial plateau and the intercondylar eminentia, resulting in a significant varus deformation, clearly indicate a massive overloading, which was not adapted to the limited loading capacity of the particular plate fixation. [¿] design changes are not required because it is matter of fact and well known to an expert in trauma surgery that plating of unstable fractures of the lower leg requires mandatory temporary non-weightbearing or partial weightbearing until bone consolidation is verified in the follow up x-rays.¿ [original statement, medical expert] older patients or patients with dementia have difficulties to follow the postoperative weight bearing instructions. An overweight or obese patient can produce loads on the implant that can lead to the reported back out and to implant breakages. The IFU v15052-tr rev b_ 10_2012 non active implant IFU was reviewed: the following statement related to the reported failure mode is included: ¿the implant is intended for the temporary stabilization of bone segments or fragments until bone consolidation has been achieved. [¿] the physician's education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. [¿] any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. [¿] the patient should be warned that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma, and that the device has a finite expected service life¿ [original statement] no information is provided if postoperative weight bearing instructions were communicated to the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon and head of the orthopaedics ward reported via sales rep that he performed a surgery of extraction of axsos plate together with screws. Customer reported that there was a need for surgery due to the fact that screws were found to be in tissues and separated from the plate. Four screws heads separated from the threads. As per the customer the entire plate was placed too proximally. Surgeon also observed secondary damage to the distal end of the femoral bone.

Event description:
The surgeon and head of the orthopaedics ward reported via sales rep that he performed a surgery of extraction of axsos plate together with screws. Customer reported that there was a need for surgery due to the fact that screws were found to be in tissues and separated from the plate. Four screws heads separated from the threads. As per the customer, the entire plate was placed too proximally. Surgeon also observed secondary damage to the distal end of the femoral bone.